Event description:
Reportedly, during a diagnostic laparoscopy, the device was placed in the lower abdomen. The surgeon claims the safety shield did not come down to cover blade after it went through the abdomen wall. A superficial blood vessel on the bladder was nicked.